Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected an increase in shock impedances on this right ventricular (rv) lead with one measurement being out of range. No adverse patient effects were reported. No intervention is planned and the patient will be monitored.